Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter addr 1: (B)(6). G4. Additional PMA/510(k)#: k222591. Investigation summary: catalog 442023. Batch no. 4036962. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a false negative result. There was no report of patient impact.